Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was almost 474 mg/dl. Customer was calling for assistance in getting insulin pump prepared after the battery was taken off. Customer took out the battery from the insulin pump due to confusion. Customer stated issue was resolved by simple time and date updating and rewinding of insulin pump process. The customer was decline to troubleshooting for high blood glucose value. The device will not be return for analysis.